Event description:
Patient status post crushing injury to hand in 2002. In 2004, patient taken to the or for nonunion of a previous right long proximal interphalangeal joint arthrodesis. Broken plates removed. Can't determine if the non-union caused the plates to break.